Event description:
A doctor reported that one day after filtering shunt was implanted in a patient's left eye, there was a shallow anterior chamber, a hyphema, and hypotony. On postoperative day two, the tip of the shunt was in contact with the iris, there was an aqueous humor leak, a serous choroidal detachment, the anterior chamber remained shallow, and the eye remained hypotonus. On post operative day three, a conjunctival suture was placed and the anterior chamber was reconstructed due to over filtration. The surgeon performed anterior chamber needling on postoperative day five due to an increased intraocular pressure. One week after initial implantation of the shunt, suture lysis was performed. Due to the postoperative management of the events associated with the shunt, the patient had a prolonged hospitalization and was treated with various glaucoma medications. Approximately three weeks after implantation, the patient was reported to be recovering.

Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Because a sample was not returned, the root cause cannot be determined. There have been three other similar complaints reported in the lot number. (B)(4).